Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = clear.. On (B)(6) 2021 customer returned pump for cracked battery compartment. After battery installation, the unit powered up with blank display. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, battery connector, motor during visual inspection. The original pcb 1 was replaced and installed in original pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit powered up normally and the display functioning and no anomaly noted. Unable to perform the displacement and self tests. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, cracked case, broken belt clip rails. In conclusion, unit received with blank display due to moisture damage pcba1. Cracked case was confirmed. Cracked battery compartment was not confirmed. (B)(4).